Event description:
The customer reported that the housing of her pump in style transformer broke apart and is in pieces exposing underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. Customer reported that the transformer had a breach surrounding the two metal prongs exposing underlying electronics. She did not report of any spark, fire, or injury. She also indicated that she will return the original defective product to medela, but as of the date of this report, medela has not received the original product. Should the original product be received and evaluated resulting in new information a follow up report will be filed. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.